Event description:
Blue plastic inflation/deflation limb of connection hub cracked and leaked under pressure (7 atm) during inflation and made deflation and blade retraction not possible. In order to remove device from coronary cannulated hub with vessel introducer and with much difficulty balloon partially deflated and withdrawn without vessel trauma. This is the 3rd device of the "new" improved blue plastic hub device which rptr has seen "fail" - the first the hub plastic broke when initially tightening the inflation device to the hub - the second when reattaching the inflation device for 2nd lesion - both outside the pt (ie balloon not in coronary) and not reported to FDA - asked cath staff to send 1st catheter with piece that broke off back to co. Question disposition of device.